Event description:
The consumer via the manufacturer representative reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) site during recharge since implant. It was clarified that the burning sensation was felt near the incision and the battery was at an angle. After looking at the ins site, the healthcare professional determined there was no infection. The healthcare professional advised the patient to use padding to recharge and prescribed lidocaine cream. It was noted that the patient was not using the recharge belt and she was putting the recharge antenna under her clothes. It was suggested that the patient try using the recharge belt with spacers or using adhesive discs to avoid the layer of clothing that may trap heat and further cause irritation. It was noted that the therapy was great for the patient, otherwise. Additional information received reported that the manufacturer representative met with the patient on (B)(6) 2016. The patient's indications for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's ins was replaced because the area over the battery became bruised when the patient tried to recharge. The rep stated that the patient's ins site would become red. These issues occurred since the implant of the initial device. It was unknown if the patient recovered completely but they had a new ins and there were no complaints of the same variety.

Event description:
Additional information from the patient via the manufacturer's representative reported that there was high heat at the battery pocket site as the battery was overheated. The ins battery pocket became very hot during recharging. There were no environmental, external, or patient factors that may have led up to or contributed to the issue. The device was interrogated by the physician's office and no obvious issues were found. The battery was replaced. The issue was reported as resolved at the time of this report and the patient's status was noted as "alive no injury".

Manufacturer narrative:
Device evaluated product analysis #(B)(4): the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a short physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 3.845 volts. On (B)(6) 2016, the battery had depleted to the "lock" mode (<(><<)>(><(> <<)><(><<)>)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the cause of the implantable neurostimulator (ins) being at an angle was unknown. The ins was replaced and the issues resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.